Event description:
Drug/diluent: marcaine 0.5%. Fill volume: 200 ml. Flow rate: 10.0 ml/hr. Procedure: vats. Cathplace: unk. The pt was supposed to receive 4ml of 0.5% marcaine via 2 catheters (2ml per catheter) with a (B)(4). Due to out of stock, the pharmacist used 2 pumps ((B)(4)) and filled each pump with 200ml infused at a total of 10ml/hour (5ml/hour from each pump). It was reported that the pumps were discovered to have emptied in 24 hours. The pt had a seizure and is currently in ICU intubated.

Manufacturer narrative:
Method: actual pump used was received from the end user for inspection and evaluation. Results: device was received for evaluation and investigation, and testing is currently being performed. Conclusions: a follow-up report will be filed when investigation has been completed. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release.